Event description:
During a procedure, the harmonic scalpel returned a instrument error code. The instrument was removed and inspected, then detached and reattached to the handpiece. The instrument was then tested in the air and passed the test. The instrument was then reinserted into the patient and caused another instrument error code when the surgeon tried to operate it. When the scrub nurse inspected the active blade, it broke off in her hand. A second instrument was opened and the case was finished without further incident.